Manufacturer narrative:
H3. Device returned, but analysis not yet complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. It was reported that the patient had developed crystallization of medication in pump.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient who was receiving bupivacaine (30 mg/ml at 19.029 mg/day) and dilaudid (15 mg/ml at 9.515 mg/day) via an implantable pump for spinal pain indications. It was reported that the hcp stated they were doing a pump refill with the patient and everything was going fine, but when they got to about the 30 ml mark, the hcp started feeling a bit of resistance. The hcp stated they went to aspirate the content, but could not get the full 40 ml out. They flushed with saline and went to put the medication back in, but it wouldn't go in. They tried empty syringes to see if they had an airlock in the pump, but they couldn't get anything to infuse back into the pump. The pump was empty. The hcp confirmed that they had not had any issues filling the pump before and the patient had not been in a hyperbaric chamber. On february 10th, the rep reported that the patient underwent a subsequent replacement of the pump and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the pump was completed. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.